Manufacturer narrative:
H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had "out of limits result on oxygen test". There was no patient involvement. No harm/ no injury.

Manufacturer narrative:
D9: 1-feb-2024. Device evaluation: one device was returned for investigation. Visual inspection found the device was in good condition. Functional testing could not replicate the reported problem. Complaint was not confirmed. It is unknown what caused the customer's malfunction. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken.